Event description:
The customer states that a sample from a female patient generated an initial architect total b-hcg assay result of 162 miu/ml. The sample was retested and generated a result of less than 2 miu/ml. The sample was then tested on a non-abbott platform and the result of less than 2 miu/ml was verified. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
(B)(4). There were no returns available from the customer site for this investigation. The patient sample was discarded. An abbott field service engineer visited the customer site and cleaned the buildup found on the sample pipettor entry point position 1 and replaced the pipettor z-nuts. There was no evidence of buffer coming from any of the fluidics in the area. The wash zone 1 manifold was cleaned with no evidence of any leaks from the syringe, pressure monitoring fittings or buffer heater. Also, a review of the instrument logs did not encompass the date of occurrence. The customer issue was not confirmed by the instrument log. A review of complaint records found no adverse trends related to this issue, and a review of the instrument service history did not detect any repeats of this issue. The architect system operations manual (B)(4) and the architect beta-human chorionic gonadotropin reagent package insert (B)(4) contain sufficient information to address the customer's issue. Based on the available information, the cause of the customer's issue could not identified, nor was any deficiency identified for this complaint. A malfunction of the system was not identified, because the instrument was performing as intended. This is a final report.